Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following it was reported by customer that they had a few extension sets #37262e leak out through the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the tubing was leaking and returned one used sample, and one unopened sample of material 37262e, lot 25085315. Upon initial visual examination, the sets had no defects or abnormalities. The used set was infused with water, and the complaint of leakage was verified at the tubing inlet of the 1st smart site. There was a straight line spray out of the connection from the top, on the smart site luer side. The tubing and smart site were pulled apart to examine the internal connection. Note: it was quite easy and took little force to separate. The unopened set was tested in the same manner, but no issues or defects were observed. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by upgrading the bushing cleaning guide in the solvent dispenser and adding more stabilization to the dispenser. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.